Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause was not identified. Based upon the information provided, the most likely cause of the event was insufficient sample pipetted due to incorrectly placed sample containers. The customer was using 13 mm tubes without the recommended rack adapter. The customer was also using sample containers as cup-on- tube that were not specified for the elecsys system.

Event description:
The customer alleged questionable thyrotropin (tsh) and free thyroxine (ft4) on 2 patient samples. Of the results provided, 1 discrepant tsh result was reported outside the laboratory. The initial tsh was 0.070 miu/l, with a data flag, and was reported outside the laboratory. The sample was repeated 5 times for tsh, with results of 4.24, 3.81 (performed on cobas e411 serial number (B)(4)), 4.20, 0.064 with a data flag, and 4.16 miu/l. The 4.24 miu/l result was sent to the physician as a correction. There was no harm to the patient due to this event. The tsh reagent lot number was 159369.